Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of the service history request record found no repair history for this device. Based on the results of the investigation and information gathered, it was presumed that the terminal inside the video connector socket was buckled in the order explained below. · when the video connector was inserted to the video connector socket of cv-170, the chipped part of the tip of the video connector was caught by the terminal inside the cv-170 video connector socket. · while the inserted video connector was caught, the video connector was further inserted. This further pushed the terminal inside the cv-170 video connector socket, so the terminal was buckled. The instruction manual describes the following. The phenomenon might have been prevented by following the descriptions. · confirm that the electrical contacts inside the video connector socket of the video system center are not damaged. · confirm that the electrical contacts inside the video connector of the videoscope are not damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection found bent pins inside video connector causing no image. Based on evaluation findings the reported issue was found to be attributed to bent pins inside video connector. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device is not producing an image, think the scope controller is not fitting properly. The issue occurred during reprocessing. There is no patient involvement, no user injury on this reported event.